Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction.

Event description:
Additional information was provided by a company representative who clarified that the event occurred during the system start up. The boot sequence was not completed, so the system was not operative. No system message was displayed. There was no patient involvement.

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system display on the right did not turn on while the rest of the control panel was completely lit. A back up instrument was installed. It is unknown if there was any patient involved and when the event occurred. Additional information has been requested but not received to date.